Event description:
On (B)(6) 2014, the customer reported that this right atrial (ra) lead exhibited loss of capture (loc). Asystole of lesser than two seconds was noted. The lead was explanted and replaced. No add'l adverse pt effects were reported. The lead was actively implanted for approx 12 years.

Manufacturer narrative:
The lead was surgically abandoned (capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.